Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the complaint information there was the possibility that the reported phenomenon was attributed to the reprocessing method at the user facility deviated from the instruction manual.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer reported that they noticed blood coming out of the balloon water feeding and suction port of the distal end of the device during reprocessing after endobronchial ultrasonography. It was found that the customer had never reprocessed the balloon channel following the steps provided by the instruction manual. Other detailed information was not provided. There was no report of patient injury associated with the event.